Event description:
It was reported the lead alert triggered due to oversensing on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned and analyzed. The proximal and defibrillation conductors were fractured. There was a cosmetic depression on the outer insulation. It was also noted there was blood in/on the helix/lobe mechanism.